Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during set-up of the device prior to being used on a patient, the device displayed "self check failure (B)(4)" and "compressor fault (B)(4) " error messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The compressor was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.